Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While a blockage in the npwt system (pump/canister/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that the patient stated that her renasys go was first started on (B)(6)2021 after she had a surgery on the back of her right leg the third time due to an infection. She reported that her first infection was on (B)(6) 2020. She stated that her infection was "cleaned out" again , on (B)(6) 2021 and and then on (B)(6) 2021, her renasys go device was started. She stated that the device was working good while she was still at the hospital but it started to display blockage full this past weekend, but the canister was not full. She stated she had changed the canister, made sure the tubing is not bent or kinked. She stated she had tried milking the tubing as instructed by the previous nurse she had spoken to. She also tried turning off therapy and powering down the device, plugged it into the electric outlet and turned it back on again. It would oniy work for about hall an hour and then would go to blockage full. She confirmed that the device has always been in upright position and that the tubing is free from obstructions. She also ensured that the tube connectors and clips of canister are fully engaged into the device. She was instructed to disconnect at quick click connector, leave cap open on the device side, and close end of other tubing with tethered cap (soft port side). After the patient performed this iast troubleshooting step, full blockage alarm resolved. She was informed that since alarm condition got resolved, a blockage is present within the soft port and it needs to be reassessed and replaced. No addition al information was provided.